Event description:
Stryker flyte surgicool zippered toga, x-large toga found to have blue film covering the face shield upon application of the hood on the surgeon. Blue film was unable to be removed and hood was replaced. FDA safety report ID# (B)(4).